Manufacturer narrative:
Device evaluated by MFR. : mustang 6.0 x 40, 135cm, 24 atmospheres was received for analysis. A visual examination identified that the balloon was tightly folded which indicates that the balloon was not subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 24 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 24 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft of the device was kinked at approximately 33mm proximal of the proximal balloon sleeve. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous shunt. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous shunt. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.